Event description:
An ophthalmic surgeon reported an issue with a probe bending intraoperatively and then subsequently the probe broke. The procedure was completed after replacing the product. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
For this complaint file, the final customer lot and lots used to make up the final lot were identified. A complaint history was conducted and no additional complaints were associated with the identified lots. A device history record (DHR) review for each of the lots was conducted. According to the DHR review, two lots were reprocessed for an anomaly that did not contribute to the customer complaint. All other lots identified had no anomalies found. The product was released based on the manufacturer's acceptance criteria. No product sample was received for evaluation; therefore, functional and visual testing could not be performed. Because a sample was not returned for evaluation the root cause for the customer's complaint cannot be determined. (B)(4).